Event description:
Additional information was received from a manufacturing representative. It was reported that the cause of the ins flip remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative, healthcare provider and the patient with an implantable neurostimulator (ins) for obsessive compulsive disorder and movement disorders. It was reported that the patient was having poor coupling with the device on their left since (B)(6) 2017. The patient attempted to resolve the issue using the antenna locate feature but it did not resolve the issue. The patient reported that they did not have any bandages or swelling that may have been causing the issue. Additional information was received on (B)(6) 2017. One of the patients healthcare providers reported seeing an ¿elective replacement indicator¿ (eri) message on the patients recharger a few days prior, even though the patient had the devices implanted on (B)(6) 2017. The nurse and the manufacturing representative were not able to replicate this message on the recharger or on the patient programmer. The patient has no issue with coupling on their right ins but is only getting 2 bars coupling on the left ins. The patient¿s nurse ordered for images to be taken of the device. The images showed that the patient¿s ins was flipped in the pocket. The patient decided that they did not want to go back into surgery to fix the issue, and will instead be more diligent about recharging the ins with only 2 coupling bars. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient underwent a revision surgery in which they had the ins sutured in again. There are no further problems.